Event description:
Provider states they contacted end user to replace recalled joystick. Upon learning of the recall, the end user alleged they had an incident when the chair's speed suddenly surged without input and caused the end user to injury leg. The end user alleges it took over one year for leg to heal. It is unknown at this time if any medical intervention was sought.